Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. To date, the electrodes have not returned to (B)(4) for evaluation. Despite our attempts to obtain information regarding the lot number of the electrodes used and to obtain the clinical data files, the customer was not able to provide this information. Based on the information we have, no trend has been identified.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the electrode pads were unable to adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient to no avail. Please reference medwatch report number 1218058-2016-00068 for the second set of pads involved in this patient incident.